Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. Customer had symptoms of "feeling light headed and weak, with no energy". Customer reported eating a sandwich to ameliorate his symptoms. He did not require third-party medical intervention. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.